Event description:
It was reported that, "debridement because inappropriate size of femoral head implanted on (B) (6) 2010".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.